Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: (B)(6) rn - educator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following cardiac catheterization, the tr band balloons were able to be inflated; however, the tr band device had inflation issues. The patient experienced a hematoma; however, it was expressed. Another tr band was used. There was no blood loss. There were not any issues encountered during device use. The device was not manipulated before use in any way, pre-use or during storage. The product was adequately stored per storage requirements. No blood loss was reported.